Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture, high impedance, oversensing, and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.